Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of reported mitral regurgitation (mr) appears to be patient anatomy. The cause of the reported mitral stenosis (ms) and stroke cannot be determined. The reported patient effects of mr, ms and stroke are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the mitral stenosis and stroke requiring prolonged hospitalization. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was inserted and advanced into the left atrium however imaging was difficult due to the posterior flail. The cds became caught in the chordae. During troubleshooting attempts to remove the cds from the chordae a chordal rupture was noted. The cds was able to be removed from the patient. A second cds was advanced and the clip was implanted; however the mr remained at a grade of 4. The mean pressure gradient (mpg) was measured at 7mmhg. The physician was dissatisfied with the overall results of the case. During the patient's post op stay the patient sustained a stroke and remained hospitalized for observation. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Based on the available information the cause of the reported mitral regurgitation (mr) appears to be due to patient anatomy. The cause of the reported mitral stenosis (ms), stroke and death cannot be determined. It is possible that worsening patient condition contributed to the reported issue. However, this cannot be determined. The reported patient effects of mr, ms, cerebrovascular accident and death are listed in mitraclip g4 clip delivery system information for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances, as the patient was being observed for the reported issues. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the patient had a stroke after the procedure and was then found to have carotid stenosis. Before they were able to treat her carotid stenosis, her stroke symptoms worsened so she was transferred to an outlying facility where she died. No additional information was provided.